Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d9 (add n/a for date - no sample returned). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked saline from the blue air vent above the priming chamber. This occurred during screening prior to adding a drug. A spike adaptor was used in the set up between the solution and the bag. There was no patient involvement. No additional information is available.